Manufacturer narrative:
Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited drop in sensing and unstable impedance, it was then confirmed to be dislodged via x-ray. The lead was repositioned and remains in service. No additional adverse patient effects.